Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause of contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was located in the mid right coronary artery and had moderate tortuosity, moderate calcification, and 90% stenosis. The 3.5 x 15 mm voyager rx balloon catheter was inserted and the balloon was inflated at 8 atm. Then, the balloon was inflated a second time at 12 atm; however, the balloon ruptured. The lesion was dilated with another company's 3.5 x 15 mm balloon catheter. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Factors that may contribute to balloon damage may include, but not limited to, manufacturing, materials, patient anatomy, patient disease state, associated device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The patient anatomy was described as moderately tortuous and calcified, and 90% stenosis, which could have contributed to the reported ruptured. However, without the device to examined, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.